Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was that the lead was fractured. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2024. During a normal 6-month battery check, it was discovered that the patient's lead impedance was low compared to their previous device check. The patient's impedance appeared to have dropped around (B)(6) 2024. The patient reported that there was no event that they experienced that would have damaged the lead or ipg body. The physician was not concerned about the low impedance as the patient reported feeling fantastic. There was no plan for further action. On (B)(6) 2025, the physician ordered an x ray of the lead and ipg. On (B)(6) 2025, an xray review was done, and it was confirmed that the lead was fractured. On (B)(6) 2025, a lead revision occurred, and the patient's therapy was resumed.